Manufacturer narrative:
Additional information was received that the patient was kept in the hospital for five days without a seizure and without any surgical intervention. The physicians suspected the seizures were related to the hemorrhage which was thought to be procedure related but not device related.

Event description:
A report was received that the patient experienced seizures overnight after being implanted with a dbs. The patient is now stable and being monitored in the hospital.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient experienced seizures overnight after being implanted with a dbs. The patient is now stable and being monitored in the hospital.

Event description:
A report was received that the patient experienced seizures overnight after being implanted with a dbs. The patient is now stable and being monitored in the hospital.

Manufacturer narrative:
(B)(4).